Event description:
In an specific scenario, a true duplicate donor record may not be flagged as a duplicate. This problem can occur if a new donor record is created at a mobile collection and at the next donation another new donor record (for the same person) is created at a mobile or non-mobile collection, and the donation records contain different identifying info, and the user does not follow user facility procedure to perform a comprehensive search for the donor before creating a new donor record. Different identifying info could include recording a ssn and a middle name initial at the mobile collection, while recording a driver's licence # and full middle name at the subsequent collection. If the donor record is created first at a non-mobile collection and then the second donor record is created at a mobile collection then the problem cannot occur. The problem also does not occur if the facility uses an existing table setting that uses additional criteria to identify possible duplicate donors. As a workaround, the user facilities have been provided with a tool to mitigate the issue. In addition, an urgent software fix has been made available. A safety advisory, which included the workaround, announcement of a software fix, and a recommendation to review labeling and sops was distributed to clients.

Manufacturer narrative:
Device eval: software performance eval testing was performed to identify the source of the problem that occurred when a user did not perform a comprehensive donor search as required by facility procedures. The issue was found to be associated with the upload of the mobile collection donation info to safetrace. The software problem is that the software is appending an extra space to a donor's first name when a donor record is created with a middle name or middle initial and then uploaded. All other possible branches of the program were reviewed and it was determined that the extra space will only be appended if the donor record is created with a middle name or middle name initial. Analysis was conducted to determine what other functions could be impacted. The software modification was verified and validated. The scope of the testing included the software modification itself, all potentially impacted areas of the software, and other regression tests to ensure that the fix was effective and did not adversely affect the software. The tested software is being made available to clients the week of aug 10, 2009.